Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and multiple sclerosis. No drug information was provided. It was reported the whole system was removed due to infection on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported the date of the explant procedure for the system was (B)(6) 2012. Operation notes showed the preoperative diagnosis was infected baclofen pump. The patient had a history of spastic quadriparesis. The patient was recently admitted with discharge from the abdominal wound site. The patient had drainage of the abdominal wall collection to avoid baclofen withdrawal, and the patient was brought to the operating room for removal of the pump since it was infected. General anesthesia was performed through the tracheostomy tube for the procedure. The pump was removed from the pocket, and the catheter was dissected off the scar tissue. After the baclofen pump and the catheter were removed, the abdominal wound was copiously irrigated with antibiotic saline solution. After the procedure, the patient was transferring to the recovery room in a stable condition.